Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device displayed end-of-life indicators, fault code 01 (charge time-out indicator) and fault code 02 (capacitor dump timeout).